Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of extensive damage to the white power cord was unable to be confirmed. The submitted log files were reviewed and contained relevant data spanning (B)(6) 2025 ¿ (B)(6) 2025, per timestamps. All of the captured data appeared to show the system controller operating as intended. The pump operated at the intended speeds without issue while connected to the driveline. The heartmate 3 system controller was not returned for analysis. Provided information stated that the system controller was exchanged and no products were returning to abbott. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 8- ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6- ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 22jul2025 that both the system controller and modular cable were exchanged.

Event description:
It was reported that there was extensive damage to the system controller white power cord and modular cable, and the site planned to replace both.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.